Manufacturer narrative:
UDI-di: unknown.

Event description:
It was reported that left hip revision surgery was performed.

Event description:
Soft tissue reaction and associated necrotic tissue noted during proecdure.